Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014, resulting in a hypoglycemic event. Patient claims loss of consciousness and upon regaining consciousness, self- administered juice. Patient then relayed drove themselves to the hospital, where patient was treated for a split eyebrow, requiring 7 sutures. While at the hospital, patient claimed prescribed antibiotics and given 2 cups of apple juice. No further intervention or other injuries were reported at the time of the call with dexcom technical support. Patient reported to dexcom technical support a current condition of feeling fine.

Manufacturer narrative:
(B)(4).